Event description:
Info received indicates the bed has no power.

Manufacturer narrative:
The technician found the power control module shorted. The technician replaced the power module to repair the bed.